Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Updated annex b - inv type desc 1 to b13 - communication/interviews. It was excluded from the initial MDR.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Image review: based on the review of the provided image, the customer complaint cannot be confirmed as the image has a very bad quality. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a compromised insulation cable. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the insulation of the conductor wire was compromised, exposing the internal wire. There is no report of fragments falling into the patient's anatomy.